Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during upgrade procedure, the function of the right ventricular lead was brought into question. The lead was explanted and replaced successfully. When the suture sleeve on the right atrial lead was moved, an indent causing insulation breach and discoloration was noted. The measurements began to increase, specifically, the impedance. The lead was explanted and replaced. The patient was stable throughout.

Event description:
New information noted that the right ventricular lead exhibited failure to capture and high pacing threshold. The patient was symptomatic.

Manufacturer narrative:
A complete lead with fluids was returned in one piece measuring 46.1 cm. Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure. The lead was otherwise normal.